Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that an alert/notification settings issue occurred. On (B)(6) 2026 the patient was asleep and does not recall the details of the event or if the patient receive any alerts. The last cgm reading noted was ¿low¿ with no value around 2:46 am. The patient does not remember the event but reported his family found him passed out on the floor around 4:15 am and the duration was unknown. Family noted a black eye and a large knot on the patient's forehead from the fall. Family called paramedics and arrived around 4:40 am, the bg reading was 38¿48 mg/dl. The patient was treated with IV fluids and advised removing the cgm as it was not working. The bg later increased to 180 mg/dl, and the patient was given a peanut butter sandwich. Paramedics remained for approximately 2 hours. The patient was taken to the hospital by his family, where bg was 419 mg/dl, and he was no longer wearing the cgm. Hospital evaluation included CT scan, blood tests, and chest x-ray, all reported as normal. The patient was treated with insulin drip and was monitored for about 5 hours before discharge with bg of 250 mg/dl. The patient reported ongoing facial pain and headache and has a follow-up appointment scheduled. No additional event or patient information is available. Data has been requested but is pending evaluation. A follow up report will be submitted upon completion. No additional event or patient information is available.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information was provided on 5/5/2026. Data was provided for investigation. An analysis of the data logs indicated that the sensor session began on (B)(6) 2026 at 6:51 pm. The sensor session lasted 1 day and 9 hours and ended due to algorithm detected failure on (B)(6) 2026 at 4:31 am. There were no bg calibrations attempted during the sensor session. On the morning of the reported event (4/15/2026) the estimated glucose valuess were falling and at 2:11 am an urgent low soon alert was triggered at 76 mg/dl. Ten minutes later the egvs reached 53 mg/dl and a urgent low alert was triggered at 50% audio volume. This alert was repeated at 2:16 am, then was acknowledged at 2:31 am. All alerts were found to be performing as expected. The allegation and probable cause could not be determined. No additional patient or event information is available.